Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an attempted implant the lead tip was defective. The lead was not used and replaced. The patient was recovering post procedure.